Event description:
A nurse reported three patients with elevated intraocular pressure (iop) following the use of this product mixed to 14% gas. On (B)(6) 2011, the surgeon then reported a planned vitrectomy with a membrane peel was performed on (B)(6) 2011 to correct the patient's macular hole. She stated the gas bubble probably expanded in the eye and she feels the contents of the gas are not correct. She reported drops were used to lower the patient's iop and the patient's symptoms have resolved. There are three medical device reports associated with this event. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received for evaluation. Review of product history records is in progress. There are two similar reports for this lot. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on 07/18/2011 and 07/19/2011 by fax, phone and mail. A completed questionnaire was received on 08/01/2011. (B)(4).